Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy. The boston scientific field representative felt the shocks occurred as a result of the rhythm being detected the in a monitor only zone and redetected in the ventricular tachycardia (vt) zone where no inhibitors are available. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the patient was seen approximately one month later after receiving what was determined to be an inappropriate shock for sinus tachycardia. The rate cut off was reprogrammed. An observation of reproducible noise on the shock channel was also reported. No adverse patient effects were reported.